Manufacturer narrative:
(B)(6).

Event description:
It was reported that when the patient presented in clinic for a routine follow up, the lead was diagnostically imaged and externalized conductors were observed. The patient later presented in-clinic with t- wave oversensing. The oversensing was resolved with programming changes. A successful dft was performed. Patient will be monitored.